Event description:
It was reported that since june 2024, this right atrial (ra) lead has exhibited elevated, out-of-range pacing impedance measurements (>3000 ohms) and increased threshold measurements. Boston scientific technical services (ts) was contacted and confirmed that the lead was most likely nonfunctional, and the physician should consider a surgical revision to replace the lead. If surgical intervention will not be performed, ts recommended reprogramming the device. At this time, the ra lead remains implanted and in-service. No adverse patient effects were reported.